Event description:
It was reported that during the laparoscopic adrenalectomy procedure, the device continued to show an error message. Scrub nurse went through all the trouble shooting steps and it still would not work. It occurred at the end of the case so they did not have to open a new device. No patient consequence.